Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received one (1) sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Additionally, fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula based on returned photos and sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle had green foreign matter on the needle. The following information was provided by the initial reporter: green plastic particle on needle.